Event description:
The customer reported that the t: slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter, and the charging connection was not recognized. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump needed replacement and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy.